Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to medwatch as the complaint was received via user report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a pharmacist reported "patient removed sensor from packaging and the filament was bent. Patient was unable to insert sensor on arm." There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.